Event description:
During a labral repair the anchor broke. Sales rep. Stated that the surgeon pre-drilled prior to insertion of the anchor and that he utilized the ao two-finger technique while placing the anchor. The threaded portion of the anchor remains embedded in the patient's bone. Two additional 2.8mm twinfix anchors were used to complete the repair. No delay took place and no patient injury or complications resulted.